Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading was 9 mg/dl and customer stated that he had several single digit readings in the week prior. Customer was treated with several glucagon shots. He stated that the drive support cap appeared to be normal and recessed. Customer stated that he had been running high prior to the low blood glucose. He stated that the blood glucose reading was 200 mg/dl and then he changed the infusion set. He stated that the insulin pump was not exposed to an MRI. He stated that his doctor told him that he may have gastroparesis. Nothing further was reported.